Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The provided calibration data was acceptable. The investigation was unable to evaluate the provided qc data as the name of the control and the lot information were not provided. False reactive results may occur in elecsys hiv combi pt as the specificity is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performed within specification.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 8000 - cobas e 602 module. The initial result was 61.05 coi (reactive). The repeat result using a cobas e801 module was 0.325 coi (non-reactive). The repeat result using a sysmex analyzer was 0.09 coi (non-reactive). This result was reported outside of the laboratory. The initial result was not released outside of the laboratory.